Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, oedema in the face and arms after used peristeen - when the patient stop to use peristeen the edema disappears after 24 hours no medical treatment; allergy to latex known. Additional information received indicated the patient will be hospitalized to check live the reaction with peristeen.